Event description:
A malfunction on the pump was reported by the caller, with the issue identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was provided with reset information by technical support but chose to reset the pump independently. It was also noted that a similar issue occurred on september 6, 2025, which the caller resolved alone. The case was closed, with the expectation that the caller would reach out if the issue persisted.